Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2008. According to the complainant, post-procedure, the patient experienced pain, dyspareunia, continued incontinence, infection, groin pain, pelvic pain, and bleeding. On (B)(6), 2008, the patient underwent a revision of the anterior repair and a right retrograde pyelogram, right ureteroscopy with incision of right ureteral stricture and right ureteral stent placement. All other information is unknown.